Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Technical support sent replacement tandem mobi wall adapter, charging cable, and charging pad. Customer to rely on manual injections prior to receiving replacement charging supplies.